Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the tr45b reload was used and locked out on fourth firing. Another instrument, with reloads, was used to complete the case. There was no consequence to the pt.